Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 405 mg/dl. Customer treated with manual injection. The insulin pump has been dropped. The bottom end of the insulin pump is broken off and cracked at the reservoir opening. Nothing further reported.